Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The target lesion was located in the subclavian artery. An 8x50x120 epic¿ stent was advanced to treat the lesion. However, while pushing the device in the femoral sheath, the nose cone at the most distal end of the shaft broke and the distal end of the stent was exposed. The entire system was pulled out as one unit and the procedure was completed with a new set of devices. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer shaft and the tip were visually examined for damage. The stent and rack lock were returned and the stent was not deployed and was still in the sheath. Visual inspection of the outer shaft revealed no damage. Visual examination of the tip revealed that the inner sheath was twisted and damaged. The tip was not detached or separated. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The target lesion was located in the subclavian artery. An 8x50x120 epic¿ stent was advanced to treat the lesion. However, while pushing the device in the femoral sheath, the nose cone at the most distal end of the shaft broke and the distal end of the stent was exposed. The entire system was pulled out as one unit and the procedure was completed with a new set of devices. No patient complications were reported.